Manufacturer narrative:
Device passed the self test and displacement test. No unexpected pump error alarm during testing however, the formatted history file confirmed pump error (line number 1421 file number 31122) and pump error alarms due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was unknown at time of incident. The customer received pump error but was able to clear the alarm and selftest was passed. Troubleshooting was not performed by the customer for pump error. The insulin pump will be returned be for the analysis.